Event description:
A nurse reported an intraocular lens (iol) was exchanged for a different brand iol due to the patient experiencing decreased visual acuity, glade, and halos. In a follow-up, the nurse reported the event resolved with the exchange.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution, haptic damage, and optic damage was observed. Results from the product history record review indicated the product met release criteria. A lens bench test was conducted with acceptable results for optical resolution and power. The root cause could not be determined from the investigation. While we are unable to determine the root cause of the observed lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the lens damage on the returned product is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).